Event description:
It was reported that the patient underwent a revision procedure due to the device did not work that began two weeks prior to the revision procedure due to cylinder tube hole with an inflatable penile prosthesis (ipp). The ipp pump and cylinder were explanted and a new ipp pump and cylinder was implanted. The patient was stable following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of hole in cylinder and mechanical issue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Based on the investigation the conclusion code of no problem detected was chosen because the reported events could not be confirmed.

Event description:
It was reported that the patient underwent a revision procedure due to the device did not work that began two weeks prior to the revision procedure due to cylinder tube hole with an inflatable penile prosthesis (ipp). The ipp pump and cylinder were explanted and a new ipp pump and cylinder was implanted. The patient was stable following the procedure.